Manufacturer narrative:
Abbott has completed its testing of the heparin lots for products meeting the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated]. The heparin lots identified in the apoc manufacturing process have passed the nuclear magnetic resonance (nmr) and capillary electrophoresis (ce) tests. Becton dickinson (bd) tube testing has started. FDA approved the protocol.

Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. In 2008, abbott point of care was contacted by a customer who reported the following: first sample provided the following results (all the same sample): an I-stat cardiac troponin I cartridge. Whole blood = 0.50 ng/ml, plasma n/a. Whole blood = 0.34 ng/ml, plasma n/a. Second sample provided the following results (all the same sample): (sample drawn about 3 days prior at 5:00 am). Whole blood = 0.16 ng/ml, plasma = n/a. Sample run on centaur = 0.02 ng/ml.